Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. Tandem technical support verified that the alert was recorded in the pump history and volume was set to "normal". Reportedly the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 156mg/dl.